Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to unlocked connector at lcd board. Unable to perform excessive no delivery test due to unresponsive buttons. The insulin pump was received with minor scratched lcd window and reservoir tube window

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer reported receiving a no delivery alarm that they were unable to clear due to the keypad anomaly. Customer's blood glucose was 168 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.